Event description:
It was reported that a malfunction alarm occurred with code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happens again, which the customer understood.